Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on an adc device compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported receiving treatment of juice, and later insulin(dose/type unspecified) provided by the non-healthcare provider. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 39 mg/dl compared to readings of 400 mg/dl respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant.